Event description:
The (B)(4) department stated that the clinician reported that the external pulse generator (epg) turned itself off with no warning from the battery indicator. It was also reported the device shuts off after a few hours or a day of use. The battery seems to drain quickly. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.